Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed that the implantable cardioverter defibrillator (ICD) in backup mode due to off-label MRI environment. High voltage (hv) therapy was not enabled during the backup mode. The ICD was reverted back successfully. The patient was recovering.